Event description:
In 9/2004, the pt contacted lfs alleging that their one touch ultra meter would not power on. The senior medical affairs specialiste spoke with the pt the next day. The pt reported that their meter started having the power issue in 9/2004. The next day pt developed symptoms of numbness in their face. Pt could not recall the time of day. Pt had taken their usual medication and had their usual meals. Pt had to guess on the insulin dosage, as pt was unable to test. Pt attempted to test; however, the meter would not power on. Pt family member contacted the emt. The emt arrived shortly thereafter and obtained a 412 mg/dl on their meter. Pt was administered an unk treatment to lower their blood glucose level. Pt was not transferred to the hosp, as their blood glucose level stabilized. Pt takes r insulin based on a sliding scale and 90 units of 70/30 in the morning and 90 units in the evening. The pt takes medication for gigantism, cancer, blood clots, and asthma. The customer service rep confirmed that the pt was using the correct test strips, battery was correctly installed and replaced less than 1 year ago, and the battery contacts were in good condition. The pt did not allege harm. There is info to suggest that the pt experienced injury and medical intervention due the meter. Based on the info suppled by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.